Event description:
It was reported that screwdriver tip is broken off. All broken parts were retrieved and returned. Operation was finished without any problems. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the tip broke off completely as a result of an excessive torsional load. We assume that in the end the tip broke off because of an excessive mechanical load. The breakage is homogenous which points to flawless material quality. The inspection of the manufacturing data and hardness specifications did not result in any deviations in the specifications. No product defects were detected. Device is not distributed in the united states, but is similar to device marketed in the USA.